Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported left side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation the device related to the reported events capsular contracture and crease folding of implant was received on april 03, 2025, with lot number 3674963. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Crease folding of implant: observed creases on the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional reported later by rga 'any creases". This record is for the left side. Device has been explanted.